Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one of four. The patient was connected at the time of the alarm. The patient stated that they had noticed leaking. The patient noticed the supply bag had disconnected from the supply line. The patient stated they had not noticed anything unusual about the supplies during set up, and all connections were secure. The patient advised the set-up had not been jostled or bumped; it seemed as though the connection ¿popped apart¿. After the disconnection, the patient stated there was no obvious damage to the cassette or bag. The technical service representative (tsr) advised the patient to take down the set up and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.